Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having a return of symptoms. Patient stated that they went to their healthcare provider (hcp) on october last year, and they couldn't get any service from them, and they have been in there three days in a row to ask for help. Patient stated that a girl told them to just up the stimulation every 10days, but they were not getting any success, and quit turning it up. Patient mentioned that they called the manufacturer representative (rep) twice back on april, but they never heard back. The patient also reported that it had gotten progressively worse, within 3-4 months. Patient also mentioned that they done pelvic floor exercises too, but it still didn't work. Patient stated that they felt the stimulation on the rectum, and they will just raise their hand and close the door and they will have a spill, they will be running across the floor and leave trail. Patient went to another urologist, but they were not managing the device, and they were having the ins replaced with another company's de vice. Patient want to turn the therapy off in preparation for the evaluation of their new device. Agent walked the patient through, and patient was able to turn the therapy off.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.